Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-implant of an implantable pulse generator (ipg), the patient complained of shortness of breath. Chest x-ray revealed a small apical pneumothorax, possibly due to subclavian access. Hospitalization was prolonged in order to drain the chest. The pneumothorax was resolved three days post implant. The device remains in use and no further patient complications have been reported as a result of this event.